Event description:
Additional information was received that there were automatic mode switch (ams), myopotential oversensing and electromagnetic interference (emi) episodes observed on the right atrial (ra) lead. The device was then reprogrammed as an interim resolution.

Event description:
During an in-clinic follow-up, noise episodes were observed on the right atrial (ra) lead. Technical support was contacted and provided reprogramming recommendations. No intervention has been performed. The patient is stable.

Event description:
It was reported that there was suspected damage on the ra lead but it was not confirmed.